Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the patient had what appeared to be atrial flutter. The next day, pacemaker mediated tachycardia (pmt) was noted so the refractory periods were lengthened which resolved the issue; however, several days later the patient was seen again and there was evidence of oversensing of ventricular beats on the atrial channel as well as loss of atrial capture. It was also noted that the patient continued to experience pmts despite the reprogramming performed earlier. In addition, the patient had complained of chest pains and lightheadedness and cardiac tamponade was also suspected. Additional information was later reported that a perforation of the right atrial (ra) lead was confirmed. A revision was performed and the ra lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.